Event description:
It was reported that during a lap gastric bypass procedure, the device was loaded with a green cartridge and buttressing material was being used. After firing the device would not open. Another device was used to cut the device out. Another device of a different lot was used to complete the procedure. The patient is okay.

Manufacturer narrative:
Date sent: 12/10/2008. Information anticipated, but unavailable at this time.